Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force sensor system. The customer's blood glucose level was 251 mg/dl at the time of the incident. The customer stated that the drive support cap was protruded. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump alarmed compromised force sensor system alarm during basic occlusion test due to faulty force sensor resistor. The drive support disk was inspected and no anomaly was noted. The insulin pump was received with cracked case at the display window corner, cracked belt clip slot at the battery tube threads area and cracked reservoir tube lip.